Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on an unknown date, post-op, the surgeon had a patient with a diffuse rash and complaints of poly-arthralgias. Patient was interested if this has been reported with rh-bmp2/acs. The product came in contact with the patient.